Event description:
It was reported that the patient's left knee was revised due to medial tibial subsidence. A ps knee was converted to a triathlon hinge knee. Rep confirmed there were no allegations against the revised femoral component or insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.